Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Lead dislodgement was noted on the right atrial and left ventricular leads and was confirmed via x-ray. The right atrial and left ventricular leads were explanted and replaced. The patient was in stable condition.